Manufacturer narrative:
The field service engineer checked the gear pump, rinse units, cuvette washing, and the sample nozzle; all were ok. No further issues have occurred. The investigation could not identify a product problem. The cause of the event could not be determined. The issue is consistent with a sample related issue. (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with mg2 magnesium gen.2 on a cobas 8000 c 702 module. No incorrect results were reported outside of the laboratory. The sample initially resulted in a magnesium value of 1.32 mmol/l, which repeated as 0.86 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 0.86 mmol/l.. The magnesium reagent lot number and expiration date were requested, but not provided.